Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that patient experienced an infection at an unknown location. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. The infection has resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.